Manufacturer narrative:
Result of investigation: the reported customer complaint was able to be confirmed and duplicated by vyaire's failure analysis fab. The revel unit under test was found to have a missing screw on the o2 connector. No further investigation is required. The issue was resolved by replacing the o2 module.

Manufacturer narrative:
A third party service technician evaluated the ventilator and was able to verify customer's reported problem. Evaluation revealed one of the three connector mounting screw stripped. As a resolution, the o2 (oxygen) module and hybrid pcb (printed circuit board) was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator has gas leak under the o2 (oxygen) connector while on a patient and has hardware fault 20 and 21. The customer confirmed that there is no patient harm associated with this reported event.